Event description:
This rv lead was implanted on (B)(6) 2018 and remains implanted at this time. A product experience report on (B)(6) 2018 that this lead exhibited pacing inhibition and undersensing. Testing showed the lead had no capture and sensing at maximum output. Xray revealed the rv lead was dislodged and also noted that p waves was diminished. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).